Manufacturer narrative:
Date of event: estimated based on reported date. A synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the distal and mid-section of the stent with struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visu al and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that device damage occurred. A 2.75 x 28mm synergy ii drug-eluting stent was noted to have material failure. No patient complications were reported. However, returned device analysis revealed stent damage.